Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels read high (>400 mg/dl) mg/dl while wearing the pod. The patient reports receiving a communication error during priming a pod and being unable to activate a new pod. The patient administered manual insulin. Once at the hospital the patient was treated with insulin, intravenous fluids and dextrose (10 %). The patient was discharged from the hospital after 2 days. The patient reports once they had left the hospital they were able to apply a new pod. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.